Event description:
It was reported that the patient developed pocket hematoma. The patient noticed swelling but did not seek immediate medical care. Few days later, the hematoma was evacuated. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.